Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl and 13.9 mmol/l between 49 and 71 hours of wearing the pod. The patient reported blood was leaking from the pod, and the cannula dislodged from their back. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received for evaluation, and no damage or deficiencies were observed that would contribute to the reported dislodged cannula. The adhesive pad and welds were inspected and no abnormalities were found. Blood was observed on the adhesive pad of the returned device. The formed needle was inspected, and it was found to have a dull needle tip. The dull formed needle tip is confirmed to be the cause of the reported bleeding/bruising. The cause of the reported dislodged cannula and the reported adhesive issue could not be determined.